Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm, s/n (B)(6), is used on the patient from 2025-06-05 to date. The event occurred on 2025-10-07, which is (124 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications.

Event description:
The site contacted berlin heart gmbh clinical affairs (ca) on 2025-10-09 to report that a patient being supported with an excor blood pump pu valves; 15 ml in/out; ø 9 mm suffered an ischemic stroke. The patient was noted to have right-sided weakness and a facial droop on 2025-10-07. A CT scan was performed on the event day and revealed a left mca infarct. The CT scan showed that there was near total occlusive stenosis of the left mca, the distal mca branches are opacified and there are no other focal filling defects. This focal segment correlates to the area of hyperdensity on the recent non contrast CT head, therefore, it was most consistent with acute thrombus. According to the update on 2025-10-09, there was some improvement in movement of the right arm and leg, and the patient remained self-ventilating and not too irritable. Multiple small fibrin deposits were noted in the pump, however, the clinic decided not to change the pump before and after the event.